Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the mildly tortuos and severely calcified superficial femoral artery. A 4.0mmx30mmx143cm coyote nc balloon was advanced for dilation. However, balloon ruptured at 10 atmospheres on the initial inflation. The procedure was completed with a different device successfully. There were no patient complications reported.